Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow u, externalized conductors were observed via diagnostic imaging. Lead was capped and replaced without complication.